Event description:
During craniotomy portion of the case side cutter broke while cutting cranial bone. Both pieces of side cutter removed from surgical site. X-ray will be obtained prior to closure to ensure all pieces are removed.